Event description:
According to the reporter, there was a blood leak at the arterial lumen(junction of extension tube and bifurcate) during connection to a dialysis machine. It was mentioned upon visual inspection by using normal saline that it was unable to see the crack but there was no normal saline leakage noted. It was also mentioned when aspirating the lumen, micro bubbles were seen in the extensions. There was no issue found on bifurcate. There was blood loss of less than 1 milliliter (ml) and blood transfusion was not required. Flushing was done prior to treatment as usual part of routine. It was also mentioned that flushing was done prior to catheterization and the result was normal. The catheter was repaired, there was no tego utilized, no luer adapter issue and the insertion site and the catheter was cleaned with chlorhexidine 2% in 70% isopropyl alcohol. Alcoholic chlorhexidine was used as cleaning agent to clean the adapters and tegaderm IV advanced as dressing. The treatment was stopped. They had to use a repair kit to resolve the issue and on the next day, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the red luer adapter and a piece of extension tube was received along with a luer lock. Functional testing included submerging the luer adapter into a water bath. There was enough tubing to clamp the end and a syringe was used to inject air to observe leakage, and no air bubbles were present. The luer adapter tested with acceptable results. The luer adapter and a piece of extension tube were examined under a microscope and no cracks were observed. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a blood leak at the arterial lumen (junction of extension tube and bifurcate) during connection to a dialysis machine. It was mentioned upon visual inspection by using normal saline that it was unable to see the crack but there was no normal saline leakage noted. It was also mentioned when aspirating the lumen, micro bubbles were seen in the extensions. There was no issue found on bifurcate. There was blood loss of less than 1 milliliter (ml) and blood transfusion was not required. Flushing was done prior to catheterization and the result was normal. The catheter was repaired, there was no tego utilized, no luer adapter issue and the insertion site and the catheter was cleaned with chlorhexidine 2% in 70% isopropyl alcohol. Alcoholic chlorhexidine was used as cleaning agent to clean the adapters and tegaderm IV advanced as dressing. The treatment was stopped. They had to use a repair kit to resolve the issue and on the next day, the catheter was repaired. There was no reported patient injury.